Event description:
It was reported to st. Jude medical in 2000 that the device is suspected of early battery depletion. The device was left in the pt and monitored. St. Jude medical was notified in dec 2000 that the device had been explanted in 2000 due to early battery discharge.